Event description:
It was reported that charging port battery life was worse than when pump was originally purchased. There was no reported impact to the customer¿s blood glucose level. Customer declined further technical support follow-up and no additional actions were taken, and no further information was available regarding the outcome of the event.